Manufacturer narrative:
Complaint statement (B)(4). No samples were provided for evaluation. No batch # was provided by the customer. Unfortunately, without basic information, a thorough investigation is not possible. This cause of the event cannot be determined due to insufficient information.

Event description:
Customer states sporadic issues with critical high k+, but results were normal on recollection. No other results affected. They no longer have the lot # that was affected most recently. It was determined that this a preanalytical problem. Phlebotomists (4) have been made aware of the issue, and have been re-in-serviced on what can lead to this condition. There is no hemolysis, tourniquet is not left on too long, no hand pumping, etc. There was one patient that had 2 tubes drawn at the same time, one read critical and one was a normal k+. This testing is drawn and performed in-house. The tubes are not sitting for extended periods of time before centrifugation. This happens on different lot #'s of tubes. Some of the results that were critical were sent to their mother hospital and the results compare very closely.